Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that the power on reset (por) had been cleared and the issues were resolved. The root cause of the por was determined to be due to the patient undergoing cardioversion and the device was not turned off. There was no code associated with the por.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that a power on reset (por) was seen on the patient programmer (pp). Patient had cardioversion 3 times and he got por on (B)(6) 2016. Hcp would meet with patient on (B)(6) to clear the por. No patient symptom or harm was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.